Event description:
It was reported that the patient experienced a return of symptoms and was getting increases to her pump. It was reported that the patient fell down the stairs (B)(6) 2011. The patient went to the hcp on (B)(6) 2011 and was refilled and at the time of interrogation was informed that the "pump was not working". It was believed that it meant "no medication to her body". The patient was referred to another hcp. The patient went to that hcp on (B)(6) 2011 and a CT scan was ordered. It was noted that the CT scan revealed that "the pump was broken" and hcp "didn't think he could fix it". The patient was scheduled for surgery, but had acquired pneumonia and the surgery was canceled. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, (B)(4), implanted: 2010 (B)(4), explanted: unknown, catheter model# 8711, (B)(4), implanted: 2010 (B)(6), explanted: unknown, accessory model# 8590-1, lot# n254976, implanted: 2010 (B)(6), explanted: unknown.